Event description:
Per the physician, the patient had developed a rash a while back. The patient¿s catheter had just been revised; the reason for the revision was not reported. The patient had no tenderness over the pump, but had a strange rash. The rash had always been focused over the pump, but originally was much more diffuse. The patient had also developed a substantial seroma in the pocket. The pump pocket was not opened during the recent catheter revision. The midline back incision had no swelling or tenderness and was well healed. There was no erythema overlying either wound. The patient had had some pain relief since the catheter revision. He had not had pain relief previously. He also had progressively ¿more trident fatigued¿. The physician was planning to do a dye study looking for a leak, but he was a little apprehensive about sticking a needle through the rash. The physician was also planning to do a metallurgic skin reaction test. The physician suspected a titanium contact dermatitis or a pocket infection. The patient¿s status was reported as ¿alive-no injury¿. The device system was delivering morphine and bupivacaine. It was later reported that a dye study was completed on (B)(6) 2015. The dye study revealed a compromised catheter at the pump segment connection; the catheter had a big hole in the hub. The patient was scheduled for a catheter revision. The catheter revision took place on (B)(6) 2015. Upon accessing the pocket, a breach in the catheter was noted. The compromised portion of the catheter was trimmed and a new pump segment of catheter was attached. The pump was hooked up and tested via the catheter access port and the physician aspirated 2cc of csf (cerebrospinal fluid). The new catheter lengths were programmed and the new daily dose was set to 100mcg/day. Following the revision, the patient was doing fine. No metallurgic test was done. The physician believed that it was a morphine histamine response due to the hole in the catheter.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that the initial catheter revision on (B)(6)2015 was due to possible catheter kink or occlusion, unable to aspirate csf. The catheter revision was done and then the patient developed a rash over the pump site and seroma. The patient had a csf leak where the catheter meets the pump. Pump and catheter were replaced (B)(6)-2015, no further problems.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: 2014-(B)(6), product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8781, serial# (B)(4), implanted: 2015-(B)(6), product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the 8781 catheter revealed user related hole. The catheter was received in 2 segments. Under microscope inspection a hole was found in an area very close to the sc connector. It was not possible to determine how this hole may have occurred but it seems to be the result of some type of mechanical force. The hole is not related to the manufacture of the catheter. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.